Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the device was stored in a typhoon prior to sampling. The date of the last sampling was 13 oct 2023. The sample was taken after storage and not immediately after reprocessing. The device was reprocessed three times using a tfd4 prior to sampling. The device was quarantined after positive culturing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa in total. The water jet tested positive for less than one cfu of microbes. The biopsy port tested positive for less than one cfu of microbes. The suction channel tested positive for over 80 cfus of pseudomonas aeruginosa. The air/water channel tested positive for 72 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial submittal) this report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 14, 2023 sampling from: all channels cfu: <1cfu bacterial identification: no germs detected the device was evaluated and no abnormalities were found that could have led to a positive culture. The following defects were noted during the evaluation; the channel mount was worn, the mouthpiece was defective, the air/water/suction cylinder were scratched, the universal cord was wrinkled, and the air/water separator was defective. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.